Event description:
Pt was revised to address loosening of the femoral component. The femur was notched in the primary surgery, and the doctor believes the contributed to the femoral loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturin lots. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info indicated the femur was notched during the primary surgery and was a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be reopened.